Event description:
The customer contact reported device breakage; subsequently blood loss was noted. The tubing set was connected to a needleless adapter and was being used to deliver and unspecified antibiotic. After an unspecified length of time in use, it was reported that the nurse disconnected the male adapter of the tubing set from the needleless adapter. After an unspecified length of time, the nurse noted blood was leaking from the needeless adapter. The volume of blood loss was not specified. At this time, it was noted that a piece of the male adapter from the tubing set remained in the needleless adapter. The needleless adapter and the tubing set were replaced, and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.